Event description:
A pt reported that their meter would not turn on. This issue was not resolved with troubleshootng. The pt stated that because the meter had stopped working, pt had to be hospitalized. There is no other info provided regarding this incident. Medical affairs specialist was unable to contact the customer to obtain more info. This case is not reported as an adverse event because there is insufficient info about the incident to suggest that the meter contributed or caused the serious injury. A replacement meter was sent. No furter info has been reported.